Event description:
Iab catheter inserted on 12/4/96 following 3 cardiac arrests. Good waveform and augment noted until 2300 when pt became restless and began jerking in bed. A moderate amt of backflow was noted in the iab tubing. Unsuccessful attempt by md to d/c the iab catheter, so it was cut off. Later, the pt again arrested and expired.